Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited increased threshold from 3.25 v, 0.5 ms to 2.75 v, 1.5 ms. The physician programmed the atrial output to 3.75 v, 1.5 ms.